Event description:
It was reported that, the patient had a primary tha with an accolade and adept metal on metal hip system on (B)(6) 2010. And then, she had a revision surgery due to a hip pain on (B)(6) 2013. During this surgery, when the surgeon removed the adept head from the accolade stem, he noticed some scratching and a discolored trunnion in black. The stem was good fixation in the femur. Therefore, he only replaced the adept cup and head by using a active articulation (biomet) and delta ceramic head (28mm).

Manufacturer narrative:
The device is not available for evaluation as it is still implanted. Additional information has been requested and if received, will be provided in the supplemental report. Device implanted.

Event description:
It was reported that, the patient had a primary tha with an accolade and adept metal on metal hip system on (B)(6) 2010. And then, she had a revision surgery due to a hip pain on (B)(6) 2013. During this surgery, when the surgeon removed the adept head from the accolade stem, he noticed some scratching and a discolored trunnion in black. The stem was good fixation in the femur. Therefore, he only replaced the adept cup and head by using a active articulation(biomet) and delta ceramic head(28mm).

Manufacturer narrative:
An event regarding pain was reported for an accolade stem. The event was not confirmed. No items associated with the event were returned or made available for evaluation. A medical review was not performed as no medical records were received. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for this lot. The exact cause of the event could not be determined because insufficient information was provided.